Event description:
The stent (subject device) was uneventfully implanted between the left posterior cerebral artery (pca) and the basilar artery (ba) to treat the basilar tip aneurysm. The guidewire was placed through the previously deployed stent into the right pca. While the physician was advancing a catheter through the implanted stent to deploy a second stent, the implanted stent was pushed inside the aneurysm. The patient's blood pressure dropped and the imaging showed contrast extravasation. The patient was stabilized; however, the patient died four days post procedure. The cause of death was unknown.

Event description:
The stent (subject device) was uneventfully implanted between the left posterior cerebral artery (pca) and the basilar artery (ba) to treat the basilar tip aneurysm. The guidewire was placed through the previously deployed stent into the right pca. While the physician was advancing a catheter through the implanted stent to deploy a second stent, the implanted stent was pushed inside the aneurysm. The patient's blood pressure dropped and the imaging showed contrast extravasation.the patient was stabilized; however, the patient died four days post procedure. The cause of death was unknown.

Manufacturer narrative:
The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Death, stent migration and hemorrhage are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.